Manufacturer narrative:
The device was received for investigation. A visual inspection was performed, and no anomaly was observed. The helix length was measured to be within required specification. The device was received with no telemetry and no pacing output. The device was cut open and the battery was in normal range of operation. The device was able to establish telemetry after being cut open and triggered reset. Device firmware was loaded, and further analysis was performed. The telemetry, pacing, and output features were analyzed and the device exhibited normal electrical characteristics without any anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The cause of the inability to interrogate could not be identified. Additional testing performed on the hybrid indicated a metal migration anomaly causing a short.

Event description:
This report is to advise of an event observed during analysis.